Manufacturer narrative:
(B)(4) h6 health effect clinical code - chills. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient was at home resting, they experienced nausea, shortness of breath, cold flushes, abdominal pain, and a sensation of her body overheating, and swollen legs. When a fingerstick was taken, the cgm reading was 120 mg/dl, and the blood glucose reading was 420 mg/dl. The patient was treated by their fiancé with tylenol, oxycodone, toradol, and ¿intravenous bloodwork¿. According to the patient, they would have experienced diabetic ketoacidosis by then. The fiancé eventually called the emergencies, and the paramedics assessed the patient´s blood pressure, heart rate, and pulse, before bringing her to the hospital. At the hospital bg fingersticks were taken, but no specific values were reported. The patient was treated with insulin per injection and intravenous insulin, fluids, magnesium and potassium, and other unspecified medications. The patient was discharged after 4 days. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.